Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event requiring medical intervention. During the call to customer support, the consumer declined to troubleshoot with the representative and refused replacement of new product. During the call to customer support, it was revealed that the consumer does not control solution test for integrity before use of their initial test strips as instructed in our directions for use. The meter and test strips involved in this event will be returned for evaluation.